Event description:
Before the controller was exchanged the backup battery was reseated and changed with no resolution of the alarm.

Manufacturer narrative:
Section b5: correction. Manufacturer's investigation conclusion: the reported event of backup battery fault and yellow wrench alarms was not able to be determined. The system controller serial number (B)(6), was not returned for evaluation and there was no log file available for review. Multiple requests for additional information regarding the event were sent to the account; however, no further information was provided. Heartmate 3 patient handbook rev d, under section 5 ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the hospital to report a yellow wrench alarm on the controller and back up battery fault. The controller was exchanged.